Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was last night patient charged the implant for an extra hour and a half to make sure it was fully charged and it read 'finished'. Patient plugged it in this morning and it was still at 100%. On the controller it said 'stimulation is off'. Pt did not know why stim was off. Instructed patient to turn therapy back on. Troubleshooting resolved the reported issue. Patient mentioned they had to charge every morning and night because they had a high tolerance for pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.